Event description:
On 02/1/94, during a resection of the mandible after removal of a cyst, a reconstruction plate was implanted. On 9/14/97 while eating an apple, the plate broke requiring revision surgery to be scheduled.